Manufacturer narrative:
Lot number; unknown/not provided. Expiration date; unknown as lot number not available. UDI number: UDI# unknown as the lot# was not provided. If implanted; give date: n/a (not applicable). The visoelastic is not an implantable device. If explanted; give date: n/a (not applicable). The viscoelastic is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown as lot number not available. The viscoelastic healon duet (ovd) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record cannot be conducted as no lot number was provided for the healon duet. If there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery, during a post-op visit it was observed the patient had endophthalmitis. Surgeon is not sure from where the infections are coming from. Patient was implanted with a tecnis eyhance intraocular lens, and healon duet viscoelastic was used. After follow-up we learned that the patient was scheduled for a vitrectomy, however, further follow-up confirmed us that no vitrectomy was performed. Patient outcome is fine. No additional information provided.